Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm the explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had high impedances on the left lead. The physician believed that the lead was kinked causing connection issues. The patient underwent a revision procedure wherein the lead was replaced. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient had inadequate stimulation prior to the revision procedure.

Event description:
A report was received that the patient had high impedances on the left lead. The physician believed that the lead was kinked causing connection issues. The patient underwent a revision procedure wherein the lead was replaced. No device malfunction was suspected.